Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead exhibited low pacing impedance. Programming changes were made. Patient status was not reported.